Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold dilatation catheter was returned for evaluation. No specific anomalies noted on the visual evaluation. On the functional testing of the returned device upon inflation using an in-house presto inflation device the balloon started leaking from the pin-hole balloon rupture, upon microscopic observation it was noted fiber disturbance was observed. All the anomalies noted on the microscopic observation. No further functional testing performed. One photo was reviewed. The photos shows the different time frame shots were water was leaking from the balloon distal end; however, the specific cause of the leak could not be identified in the photo. No other specific anomalies were noted and no evidence of balloon rupture noted from the provided photo. Therefore, based on the photo review, the reported failure balloon rupture could not be confirmed on the findings no conclusion can be made. Therefore, the investigation for the reported balloon rupture was confirmed as the balloon started leaking from the pin-hole rupture during the functional testing. The investigation was also confirmed for the identified fiber disturbance as the material frayed was observed on the returned device. However, the definitive root cause for the reported balloon rupture and identified fiber disturbance could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), g3, h6 (device). H11: b5, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured under the working pressure. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly collapsed. The procedure was completed by using another device. There was no reported patient injury.